Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letterdated june 28, 2019.

Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 36. On (B)(6) 2019, fracture of the implant was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, bleeding, hypersensitivity, abscess, fistula and inflammation. No further patient complications were reported.